Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during central processing, the tip of the large hem-o-lok clip applier instrument was observed to be bent. Therefore, the clip could not be locked properly. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have a severely bent grip tips causing side to side/vertical misalignment of the grips preventing clips to be properly loaded and applied as reported by the customer. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.